Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the system. He was able to recreate the blacked out image. When the save button was pressed after the first 2d exposure, the pendant momentarily displayed "stand alone mode". After the image acquisition system (ias) came back up, the subsequent shots had no issues when saved. The medtronic representative was able to recreate this issue after the first exposure after every reboot. He then reloaded the system board firmware and after multiple attempts, was not able to replicate either issue. The medtronic representative completed the imaging system check-out, all areas passed. System performed as intended. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes. Part not replaced.

Event description:
A site representative reported that after taking a 2d image, the mobile view station (mvs) screen would go black. The radiologic technologist (rt) then rebooted the image acquisition system (ias) & mobile view station (mvs). After rebooting, the site was able to acquire a successful 2d and 3d image. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the initial report inadvertently reported the event date as (B)(6) 2015. This event occurred on (B)(6) 2015. Correction to codes now provided.